Manufacturer narrative:
Exemption number e2016018. (B)(4). This report has been identified as b. Braun (B)(4) internal report (B)(4). Result of examination: the history files were read out and analyzed. No device alarm or other abnormalities could be detected. The sample was subjected to a visual and functional examination. A long term test was performed. The device was finished the long term test with a positive result and no malfunctions occurred during the test. The sample was disassembled and the inside was investigated. The seal of the front frame and the lower housing were damaged. No other damages or defects could be found. The complaint could be not confirmed. Based of the history logs no pump stops could discovered which caused due a faulty function.

Manufacturer narrative:
Exemption number e2016018 b. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag(manufacturer). This report has been identified as b. Braun melsungen ag internal report (B)(4). The device has already been provided by user facility for investigation at bbm laboratory in melsungen, germany. A follow-up report will be submitted when the results of the investigation are available.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in norway): pump stopped